Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device was pressure tested, leak tested and visually/microscopically tested against product specifications. The visual inspection confirmed the reported condition. The cause was determined to be due to improper insertion of the tubing, by the automated machine, into the drip chamber during the bonding process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in a clear-link secondary medication set. This occurred during secondary infusion with normal saline. The reporter stated that leak occurred just below the drip chamber where the tubing and the chamber meet and noted a small hole at that bonded junction. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter; however, the evaluation is not yet complete. Visual inspection revealed crimped tubing at the inlet port of the drip chamber. Functional testing confirmed the reported leak. Should additional relevant information become available a supplemental report will be submitted.